Manufacturer narrative:
Serial # of the initial medwatch report should indicate: (B)(6).

Event description:
A third-party service agent contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to an inoperative single board computer (sbc).

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.